Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times a 125ml/ her and 25ml using customer supplied tubing and the pump tested in specification with downstream occlusion alarm functional when tubing was clamped: 1st test: 25.4ml or 102 percent of expected volume. 2nd test: 25.6ml or 103 percent of expected volume. 3rd test: 25.6ml or 103 percent of expected volume. Electronic, mechanical and flow inhibitor pressure checks were also tested and found to be within specifications. It was noted that the drop sensor was set to "off" in menu. The log was not able to be reviewed because the date of the event and/or intended infusion parameters were not know. Without the actual date or parameters, further evaluation was not possible. Based upon the results of the investigation, th pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted. (B)(4).

Event description:
As reported by the user facility: customer verbalized that vanco ws to be infused (ref# (B)(4), lot# 61375667 and customer to send in the tubing used) unaware of what rate set. Customer voiced that the tubing was clamped below the pump and did not alarm, pump screen appeared to be infusing but none of the medication infused.